Event description:
A manager from the hospital called to report that the customer was hospitalized for low bgs. The customer had an insulin reaction. It was stated that the customer does not know why customer went low. The manager stated that it might have been the stress that made customer to have low bgs. The customer lost the pump and was not able to find it also the customer was informed that he went to the hospital by the paramedics. The manager mentioned that she would like to get customer back on the pump, but she does not know the kind of insulin the customer uses with the pump.